Manufacturer narrative:
Product ID: 377860, lot# n0039314, explanted: (B)(6) 2014, product type: lead.

Event description:
Additional information received reported that a lead revision was performed with a successful outcome. The patient stated she now had excellent pain relief and the device was working well.

Event description:
It was reported that the patient had surgery for normal battery replacement on (B)(6). In post-op the patient stood up and felt a sharp pain in her back. Reprogramming was attempted. An x-ray confirmed that the lead had migrated. As a result the patient was hospitalized and had pain at the lead location. It was unknown if the issue was resolved or what the cause of the issue was. The product was not replaced but would be in the future. At the time of the report the patient was alive with injury. The patient was scheduled for a lead revision on december 8th. The patient was stable with chronic pain. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 377860, lot# n0039314, implanted: (B)(6) 2005, product type: lead. (B)(4).